Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert occurred frequently. The customer reported that power error occurred again when the insulin pump was reset. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 620g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Unit p-cap / test reservoir locked properly in place. The pump powered up properly after battery installation. The pump was received with a cracked battery tube threads, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case and minor scratches on lcd window. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. The pump passed the self test, sleep current measurement and active current measurement test. No unexpected pump error 25 noted during testing. Successfully downloaded history files and traces using thus software. Pump error 25 confirmed in history file due to j6 connector resistance issue. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. Failed batt test (58) was found in history file on (B)(6) 2021 11:44:57.000. Power error alarm (25) confirmed in history file on (B)(6) 2021 11:00:00.000. In summary, the pump was received with a cracked battery tube threads, broken reservoir tube lip, missing retainer. Pump error 25 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.